Event description:
Flowflex covid -19 antigen home test lot cov2010030: I tested positive for covid with this test twice on (B)(6). However received a negative pcr test. Isolated and continued to test with tests from this lot. After 5 days I got a negative tests but from a different lot number. On the (B)(6), I again tested positive from a rapid test, different box, but again lot cov2010030. On day 2, I again had a pcr test provided by a medical professional and that pcr was negative. The rapid tests from that box continued to show positive (I test frequently due to high risk members in the family). I found a different box with a lot cov2010017. That rapid test was negative. Finally today (day 7 on this round)I took a rapid test and used a test cartridge from lot 30 as well as lot 17. I used the same vial of buffer fluid. Again the lot 30 was positive, lot 17 cartridge showed negative. The antigen tests are nearly worthless as I have no idea which results to trust. I reached out to flowflex and all emails are returned as undeliverable. Reference reports mw5145965, mw5145966, mw5145967.